Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a starclose se device after an interventional angioplasty procedure. Reportedly, the clip did not hold, it was lying on top of the skin when the device was removed. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Reported device (B)(4): used in a moderately calcified artery. Per the instructions for use - precautions: do not deploy the clip in areas of calcified plaque. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the device was received in the deployed condition. The plunger was partially retracted, the thumb advancer was fully forward, the sheath completely split and the locator wings were fully collapsed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the vessel the device was used in was moderately calcified. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.